Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An external abrasion breaching the outer insulation was noted at 6.2 cm to 6.4 cm and 7.8 cm to 7.9 cm from the distal tip. Another abrasion was noted at 40.7 cm to 41.0 cm from the distal tip which also exposed the outer coil. A surface abrasion was noted at the connector boot and outer insulation. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.